Manufacturer narrative:
Additional information reported by our affiliate in japan and through the japanese tavi registry indicated post sapien 3 valve deployment, a myocardial infarction (mi) due to heparin-induced thrombocytopenia (hit) was observed. A pci was performed during the tavr procedure for the rca due to hit. On the same day of tavi procedure, a pci was performed for the left circumflex (lcx) due to hit. On the same day as the procedure, the patient outcome was determined to be in remission. On postoperative day (pod) 1, multiple cerebral infarctions (ci) due to hit occurred. On pod20, lower limb artery acute occlusion occurred. On pod 24, the patient passed away due to multiple organ dysfunction syndrome. Per medical opinion, the mi and cerebral infarction and patient death were not related to the implanted valve. Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi's that occur after the peri-procedural period (>72hrs) are typically related to the patient's underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time >120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring <24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure, heparin-induced thrombocytopenia (hit) likely contributed to the mi during the tavr procedure and the cerebral infarctions post procedure, and the subsequent patient death on pod24. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (stj calcification, less than adequate access vessel mld, moderate to severe vessel calcification) may have contributed to the rca occlusion due to thrombus or debris. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(6) tavi registry reporting system, a 20mm sapien 3 valve was deployed in the native aortic position via the transfemoral approach. During the procedure, after the guide wire crossed the aortic valve, st elevation was observed upon insertion of the pig tail catheter into the left ventricular. Since no decrease in wall motion or arterial blood pressure was observed in tee, after balloon aortic valvuloplasty (bav) was performed, the sapien 3 valve was deployed in the aortic annulus 80:20 aortic/ventricular with nominal volume. Post sapien 3 valve deployment, peripheral obstruction of the right coronary artery (rca) was observed on right coronary angiography (cag). A plain old balloon angioplasty (poba) and stent implant were performed. Reperfusion was obtained. The procedure was completed. The valve remains implanted in the patient. The native annular diameter measured 19.0 mm by tee. Mild valvular calcification was reported. The right coronary height measured 10.6mm. The left coronary height measured 15.2mm. The sinotubular junction (stj) measured 22.9mm x 24mm with calcification reported. The access vessel minimum luminal diameter (mld) measured 3.3mm with moderate to severe calcification. Per the medical opinion, it is possible the plaque and/or calcification of the access vessel were retrogradely carried to the vicinity of the rca ostium by manipulation of the catheter, resulting in the occlusion of the periphery of the rca in the bloodstream.